Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor could not center the lens as there was a significant hole in the capsule. It is unknown when the capsule damage occurred. The surgeon removed the lens without enlarging the incision and placed another lens in sulcus. Sutures were placed as part of the original plan (not secondary to the iol removal).

Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.